Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for daughter via phone call that they were in intensive care unit with diabetic ketoacidosis on (B)(6) 2017 at 8 am. Customer¿s daughter blood glucose readings was 500 mg/dl at the time of the hospitalization. Patient¿s blood glucose reading at the time of the call was unknown. Customer reported that her daughter installed a set and states later in the day her blood glucose began rising and went to the emergency room on thursday. Customer reported that when they removed the pump the infusion set had a 60 degree kink and states that may have been the result of the high blood glucose. Customer states his daughter was vomiting the night before and continued into the morning of the 14th. Customer had given insulin drip and fluids and was given anti-nausea medicine intravenously. It was noted that the customer was wearing the pump at time of hospitalization. Insulin pump is not expected to return for analysis.